Manufacturer narrative:
The device was not returned for analysis. Therefore, the quality documents accompanying this particular device was re-investigated. There was no sign of any inconsistency during producting and final acceptance test. The biotronik sterilization protocol confirmed that all sterilization parameters, such as gas concentration, temperature, humidity, etc., were in their specified ranges. Also, the investigation of the microbiological indicators showed the successful completion of the sterilization process. In summary, the infection was not device related.

Event description:
Boston scientific crm received information that this right atrial (ra) lead was explanted due to system infection. No adverse pt effects were reported with this clinical observation. The device has not been returned. Dates were provided to us by boston scientific.